Event description:
In follow up report #1 it was reported on (B)(4) 2011, the patient again complained of intermittent stimulation, the same as before the revision. On (B)(6) 2011, another revision took place, and the health care provider placed a new lead without any extensions. Impedances were within range. On (B)(6) 2011, the patient was programmed, and reported the best coverage ever from their device. Additional review indicates this information pertains to MFR report # 3004209178-2011-09307.

Event description:
Additional information showed that, on (B)(6) 2011, the patient's device showed impedances of >10,000 ohms, and was scheduled for revision. On (B)(6) 2011, the ins and extension were replaced. There was visible fluid in the extension. Impedances were normal. On (B)(6) 2011, the patient again complained of intermittent stimulation, the same as before the revision. On (B)(6) 2011, another revision took place, and the health care provider placed a new lead without any extensions. Impedances were within range. On (B)(6) 2011, the patient was programmed, and reported the "best coverage ever" from their device.

Event description:
The pt experienced both intermittent and no stimulation sensation. She felt as if the stimulation turned off when this happened, but when she checked her neurostimulator, it was on. When the stimulation came back on, she experienced a surging sensation. This initially occurred occasionally, but had now occurred more frequently. Palpation of the device pocket produced the on/off sensation. There was no known accident or incident related to the event. Reprogramming performed, but the stimulation was too uncomfortable and the device was turned off. Impedance measurements were normal (7000-8000 ohms range). The pt was referred to her implanting physician for further f/u. If add'l info becomes available, a f/u report will be sent.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined no anomaly was found. Good, stable output was found on electrodes. Analysis of extension model 3708140 serial # (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.